Event description:
It was reported that customer received a button error alarm and was not able to clear. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an intermittent esc, act and up button response due to corroded keypad traces. No button error alarms are noted. The pump was received with a missing end cap sticker, broken battery tube threads and minor scratches on the lcd window.